Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2013-04084. It was reported the patient had bleeding and oozing at the incisions. The physician met with the patient and determined the patient has an infection. It was reported the patient was given four days of antibiotic and bed rest. The physician met with the patient again on (B)(6) 2013 and determined the incisions were markedly better. The patient was receiving effective stimulation coverage.